Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was inserted and air was aspirated from the side port. Air continued to be aspirated and the sheath was removed. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.